Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor titan vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The valve was loaded by an abbott employee, and no issues were noted during device preparation. During procedure, the delivery system crossed the aortic annulus, and the valve deployment began slowly and steadily. On the first attempt, the valve was too high, and it was partially recaptured for correction. On the second attempt, the valve was above the annulus level in the sinus of valsalva, and a full recapture was attempted. However, the valve did not go fully inside the capsule in the descending aorta after many attempts, and a gap of 6-8mm remained. The decision was made to retrieve it outside of the patient. A new valve and delivery system were used, and the valve was successfully implanted with an optimal landing depth of 4mm. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was stable and later discharged.

Manufacturer narrative:
An event of retraction problem was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the flexnav delivery system was not returned for analysis and only the navitor valve was received. The returned navitor valve showed the valve to be dehydrated. No other anomalies were noted on the navitor valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of retraction problem was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. A slight bent was noted on the valve capsule, which is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor titan vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The valve was loaded by an abbott employee, and no issues were noted during device preparation. During procedure, the delivery system crossed the aortic annulus, and the valve deployment began slowly and steadily. On the first attempt, the valve was too high, and it was partially recaptured for correction. On the second attempt, the valve was above the annulus level in the sinus of valsalva, and a full recapture was attempted. However, the valve did not go fully inside the capsule in the descending aorta after many attempts, and a gap of 6-8mm remained. The decision was made to retrieve it outside of the patient. A new valve and delivery system were used, and the valve was successfully implanted with an optimal landing depth of 4mm. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was stable and later discharged.